Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed check settings; the device is a loaner insulin pump. The patient's blood glucose at the time of incident was 538 mg/dl. The customer experienced nausea which caused her to vomit. The customer's current blood glucose is 248 mg/dl. The customer was hospitalized in (B)(6); she broke her finger and went to the ER. Her blood glucose at the time of incident was between 300 mg/dl and 400 mg/dl. She also fractured her ribs. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned and a tubing clamp was shipped to the customer.